Event description:
During an attempt at an interventional procedure an .014 v14 wire was inserted into an .018 cxi catheter. Under fluoroscopic imaging it was noticed by staff and physician that the radiopaque tip was shearing off wire. Both wire and catheter were removed from patient. A new .014 v14 wire and a new .018 cxi catheter were inserted into the sheath. Both staff and physician noticed the same thing occurring. Upon removal of the wire the part of the radiopaque tip came off the wire and remains in the patient. FDA safety report ID # (B)(4).